Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information outside of a procedure regarding a navigation system. It was reported that the system stated network cable disconnected when the network cable was connected between the navigation system and imaging system.